Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an automatic lead safety switch (lss) on this right atrial (ra) due to high pacing impedance out-of-range (oor) of over 3000 ohms. Prior to this lss episode, the device recorded an atrial tachy response triggered by a non-physiologic noise. In addition, a day prior to both of the mentioned episodes, a signal artifact monitor (sam) episode was recorded indicating minute ventilation signal oversensing on the ra lead. High oor pacing impedance measurements were noted on the ra lead initially on this sam event. Technical services recommended further evaluation as an ra lead fracture was considered. Further information was received, no imaging or other evaluations were performed on this ra lead. The pacemaker was reprogrammed and the patient will continue to be monitored. Additional information was received indicating that there have been multiple similar allegations on systems implanted by the same physician. The implanting technique uses 2 sheaths at the same time, resulting in leads that graze each other. This ra lead remains in service in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) recorded an automatic lead safety switch (lss) on this right atrial (ra) due to high pacing impedance out-of-range (oor) of over 3000 ohms. Prior to this lss episode, the device recorded an atrial tachy response triggered by a non-physiologic noise. In addition, a day prior to both of the mentioned episodes, a signal artifact monitor (sam) episode was recorded indicating minute ventilation signal oversensing on the ra lead. High oor pacing impedance measurements were noted on the ra lead initially on this sam event. Technical services recommended further evaluation as an ra lead fracture was considered. Further information was received, no imaging or other evaluations were performed on this ra lead. The pacemaker was reprogrammed and the patient will continue to be monitored. This ra lead remains in service in service and no adverse patient effects were reported.